Event description:
Boston scientific received information that this device was explanted due to high thresholds and premature battery depletion. A new device was successfully implanted in it's place. To date, no adverse patient effects have been reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.